Event description:
It was reported that during an emergent case in the cath lab over the weekend, the md could not pass the intra-aortic balloon (iab) through the sheath. As a result, the md removed the iab which was stuck in sheath. The md replaced the product with a 9fr sheath and inserted a different iab. There was no reported patient death or injury. Medical/surgical intervention was not required. The interruption in therapy was listed as only until the second iab was inserted. The patient outcome is "ok."

Manufacturer narrative:
(B)(4). A follow-up report will be filed if additional information becomes available.